Event description:
On (B)(6) 2008, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt could not communicate with the ipg. The pt had not charged for at least 5 months and could not recall if the ipg has ever been charged since she was implanted with it. On 9/15/2010, it was reported, that the pt was sent another charger, but it could not communicate with the ipg. It is believed that the pt's ipg battery is likely depleted. It is unk at this time if the device will be explanted.

Manufacturer narrative:
Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.